Event description:
It was reported that during preparation for stenting treatment procedure, stent damage occurred. During unpackaging the 3.0 x 24mm veriflex mr stent delivery system stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the stent was pulled distally on the balloon. The proximal edge of the stent was positioned 1cm distal to the distal edge of the proximal markerband. The actual stent was bunched in its middle section. No other issues were noted with this device. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for stenting treatment procedure, stent damage occurred. During unpackaging the 3.0 x 24mm veriflex mr stent delivery system stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).